Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was over 400 mg/dl. The customer stated he has gone through 5 or 6 tubes in the last 4 days. The customer stated that he gets insulin through the line but not through his body. The customer stated that he has been having issues with no delivery alarms in the last 4 days. The customer stated that he used apidra and the insulin kept turning white with white floating around in it. The customer was advised that is his scar tissue. The customer does not want to return the set and reservoir for analysis. The customer was advised to call back when the alarm occurs to troubleshoot.